Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was intermittent interrogation due to a loose radiofrequency (rf) connector on the link electronic module (lem) circuit board. As a result the lem board was replaced and calibrated. (B)(4).

Event description:
It was reported that the connector for the radiofrequency programmer head was not allowing the head to connect properly. The programmer was returned for service. There was no patient involvement.